Event description:
Post surgery (B)(6) 2008. Patient was scheduled for a revision of spinal cord stimulator. In the initial procedure, the lead was repositioned. In the second procedure -return to operating room. Patient was not having any sensation in his right leg and foot. The patient was urgently returned for evacuation of hematoma and removal of the doral thoracic stimulator. Patient presently has deficit in right leg. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: back pain.